Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high thresholds, there was not enough slack, and there was micro dislodgement. The lead was removed and replaced. No patient complications have been reported as a result of this event.